Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped. No further information was available.

Event description:
New information on (B)(6) 2018 stated that the atrial lead was capped because the patient had chronic atrial fibrillation, the patient was doing fine throughout the whole procedure.